Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged frozen screen, battery charge lasting less than expected and device heating up found on nov 12, 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device passed the displacement test, active current test, and self test. Device did not pass the sleep current test due to a esd latch-up on the ic as well as moisture damage. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range, however, the power management graph indicated esd latch-up on an ic. No alarms or alerts noted during testing, however, a low battery alert was found on nov 11, 2021 at 01:10 and 6:49 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Device was monitored and the pump did not heat up. Unit functioned properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover and minor scratches on lcd window. In summary, customers alleged frozen screen was and device heating up how not confirmed. However, battery charge lasting less than expected was confirmed due to low battery alert found in downloaded history caused by an esd latch being up. Problem isolated to electronic stack. Additionally, moisture damage was noted on pcba 1 and pcba 2. Pump failed sleep current test due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.